Manufacturer narrative:
The device was returned and analyzed. Analysis was performed and no anomalies were found. When device was received telemetry was able to be established. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pulse generator (ipg) follow up check the device was unable to interrogate due to was unable to establish telemetry. Troubleshooting was performed. It was also reported that during use of ipg pacemaker pocket had suffered a significant force/impact as a result of patient fall (B)(6) 2016, that occurred prior to the date of device interrogation in (B)(6) 2017. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.